Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4 and h6. Corrected fields: d4, g2 (company representative does not apply to this case) and h6 - medical device problem code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that all light emitting diodes on the front panel blink continuously due to dust inside the scope sensor. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source front panel was blinking. The issue occurred during a routine inspection by the customer. There was no patient involvement in this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.